Event description:
It was reported that the customer had a crack on the insulin pump. The customer's blood glucose level was 217 mg/dl. Customer stated that the crack was located on the upper left corner going toward the lcd screen and that it looked like it started where the battery compartment was located. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, and stained end cap sticker.